Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose level was 562 mg/dl. Customer also stated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm the insulin pump will not be returned for analysis.